Event description:
The pt reportedly experienced intermittency. In 2004, the pt was seen by a co rep for device evaluation. Programming adjustments were made. The pt experienced an uncomfortable sensation during evaluation. Testing performed confirmed that the pt's cii device was not functioning in live speech mode.